Event description:
It was reported that during a laparoscopic appendectomy, the device did not cut completely. There was also an incomplete staple line. The case was completed with a similar device with no pt consequence. No further info is available.